Event description:
Rh discrepancies occurred on the galileo with the fwd_abo assay due to splatter of anti-a.

Manufacturer narrative:
A service call was made. To prevent reagent splash on plates, lubricated y guide rails for pipettors. Replaced reagent probe, valve, syringe, and pipettor line. Completed 12 samples for reflex fwd with no reagent present between wells.